Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 1999. Subsequently, a revision procedure was performed on (B) (6) 2009, due to polyethylene wear and locking pin migration. The polyethylene bearing and tibial locking bar were removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 1999. Subsequently, a revision procedure was performed on (b) () 2009 due to polyethylene wear and locking pin migration. The polyethylene bearing and tibial locking bar were removed and replaced.

Manufacturer narrative:
The lot number information needed to review device history records was unavailable. Multiple attempts have been made to obtain the lot number of the device from the physician's office, however, no information has been received to date. (B) (4) - evaluation of the returned locking bar found evidence of scratches and discoloration.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).